Event description:
The customer reported their acc t diff 2 instrument leaked and the leak was not contained. The instrument was inoperable. The ac t diff 2 instrument carries blood, control material, clenz, lyse and diluent reagents. The user was wearing personal protective equipment (ppe) consisting of gloves, eye protections, and lab coat at the time of the incident. The spill was cleaned up according to the defined laboratory protocol. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The msds was not reviewed by the technician, however, the facility has exposure control or risk management plans in place. On (B)(4) 2012, a field service engineer (fse) was dispatched to investigate the issue. The fse did not observe any leak. The fse adjusted hgb voltage and verified the instruments operation.

Manufacturer narrative:
The root cause of the leak is unknown. (B)(4).